Manufacturer narrative:
(B)(4)

Event description:
The customer reported that cap proficiency test for the dat b survey on sample #6 failed to react positively with anti-human globulin anti-igg, -c3d, polyspecific art. -no. (B)(4), lot 7834020-02. The customer has sent us the survey sample but not the complained reagent. At the time of complaint the affected anti-human globulin (ahg) was already expired. Nevertheless, the ahg retention sample of the quality control laboratory was tested with the survey sample dat-06. The sample reacted correctly positive with the affected lot of anti-human globulin anti-igg, -c3d, polyspecific.